Event description:
While validating echo, a sample that was negative on echo was 1+ with manual capture.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready screen(4), lot r034 and capture- r ready ID, lot id109, used by the customer at the time of the event. The customer did not have samples or products to return. A service call was performed. System was tested and operated within specifications.